Event description:
During a computed tomography (CT) scan, the device was found in backup (bvvi) mode. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.